Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Dry and bloody residues on the inlet spout are visible. Permeability test: a permeability test has shown that the valve is difficult permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the vertical but not in the horizontal position. Results: it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the gav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerance in the vertical position but not in the horizontal position. The opening pressure was significantly higher than expected in the horizontal position, indicating a tendency towards under-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein) in the inlet spout. Based on our investigation, we confirm that the valve is operating in an under-drainage state, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It as reported that there was an blockage/under-drainage problem with a gav 2.0 valve. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 164 cm. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020.